Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer and found the speakers were disconnected. After reconnecting the speakers to the kvm switch the alarm audio was restored and the issue resolved. Based on the information available and the testing conducted, the cause of the reported problem was due to a disconnected speaker. The reported problem was confirmed. The device was operational after the speaker was reconnected. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device alarms cannot be heard. The device was in use on a patient. There was no report of patient or user harm.